Manufacturer narrative:
Patient height reported as 5¿0¿. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is the patient. Address and telephone are not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018 that the patient has been experiencing pain and trouble in the right femur due to the unknown long nail that was implanted last (B)(6) 2007. The patient fell and broke right femur in (B)(6) 2007. The patient has been unable to walk because of the implantation and is in wheelchair/sedentary. The patient stated that the leg has been painful since surgery, however, the pain increased to a level of severe discomfort approximately four (4) months ago ((B)(6) 2018). Patient also experienced a sharp pain when stepped out of the shower and put weight on the leg and the level of pain persisted. The patient had physical therapy but still unable to walk. No x-ray's have been taken to date in response to patient's pain. The patient wants to have the unknown nail removed but has not been scheduled. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: b1, b5, h1: the initial complaint was reviewed and found not reportable. This complaint is a duplicate of (B)(4) and is captured under (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.